Event description:
During a hysterectomy procedure, the suture broke before the it was applied on the pt. The surgeon applied another product to complete the procedure.

Manufacturer narrative:
5/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.